Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included multigravida (5 children). Concurrent conditions included back pain, obesity, unspecified, bipolar depression, seizures, anxiety and panic disorder. Concomitant products included aripiprazole (abilify), citalopram hydrobromide (celexa), clonazepam (klonopin), fluoxetine hydrochloride (prozac), hydroxyzine hydrochloride (vistaril), iron, lorazepam (ativan), naproxen sodium (anaprox), norethisterone (micronor), norlestrin fe (junel fe), oxcarbazepine (trileptal), salbutamol (ventolin), simvastatin (zocor) and zonisamide (zonegran). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain") and abdominal pain upper ("pain: stomach"). In (B)(6) 2012, the patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("severe back pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove the essure) and surgery (ablation ((B)(6) 2011)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain upper was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain lower, migraine, procedural pain, urinary tract infection, female sexual dysfunction, headache, nausea, weight increased and back pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, back pain, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients social media: weight gain." Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received. Reporter¿s information was added. This case concerns 29 year old patient. Her demographic was added. Her concurrent conditions were added. Essure indication was amended. Her concomitant medications were added. Following events: abnormal bleeding (vaginal/ menorrhagia), uti (urinary tract infection), apareunia (inability to have sexual intercourse), headaches, nausea, weight gain, pain: stomach, severe back pain and she did not underwent essure confirmation test. She was recovering from events: pain in pelvis/stomach and she has recovered from bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and migraine ("migraines"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2012. In (B)(6) 2012, the patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, migraine and procedural pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, migraine, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.